Event description:
The customer reported obtaining zero and suppressed patient results for multiple chemistries on their dxc 600 pro clinical chemistry analyzer. The customer did not provide the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and found the reagent probe waste valve was leaking. The fse replaced the waste valve solenoid to resolve the issue. The fse performed calibration and precision tests, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is(B)(4).